Event description:
This report summarizes 10 malfunction events, where it was reported there was an inability to disengage the cot from the fastener.  There was no patient involvement.

Manufacturer narrative:
The final device that was pending evaluation was not evaluated as the customer determined there was no product malfunction.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was not made available for inspection by the end user. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported there was an inability to disengage the cot from the fastener.  There was no patient involvement.